Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used fluidics management system (fms) in the tray was visually inspected and functionally tested. No defects were observed. Both irrigation and aspiration luers were intact. The sample primed and tuned with a phacoemulsification handpiece successfully. The sample could be recognized and the service data could be retrieved from the console. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an occurrence of aspiration error in both ultrasound (us) and irrigation/aspiration (I/a) mode during a cataract procedure. The cassette was replaced with another one and the procedure was completed. There was no harm to the patient.